Event description:
Device malfunction: thumb knob freeze resulting in partial deployment and stent strut elongation. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an angioplasty stenting procedure of a heavily calcified left superficial femoral artery, the xceed stent was being deployed at the intended site when the deployment thumb knob froze and would not turn. Reportedly, as the delivery catheter was pulled back, the stent completed deploying at the target lesion but it was noticed that some of the stent struts were elongated. A second xceed stent was implanted, within the first stent. Resistance was felt during thumb knob rotation with the second stent; however, the stent was successfully deployed. Though requested, no additional information was available.

Manufacturer narrative:
The stent delivery system is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.